Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was in clinical use and procedure was completed as planned by pressing the footswitch several times. It was reported that the wired footswitch was unable to trigger fluoroscopy. Upon troubleshooting, philips remote service engineer (rse) stated that the footswitch works intermittently sometimes it functions, and sometimes it does not. On-site visit was not scheduled, and the actual root cause of the footswitch issue remains unknown. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was intermittently unable to trigger fluoroscopy, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.